Event description:
Caller reported aviva system blood glucose results of 77 mg/dl and 253 mg/dl within 10 minutes. Customer stated as a result of that reading of 77, she ate two crackers. Customer retrieved and consumed crackers on her own. After eating crackers, she took another test - about 5 minutes after reading of 77 - and result was 253. As a result of that reading, customer stated took 2 units of humulin r. About half an hour later, customer ran another blood test, and stated got a normal reading. She does not remember what exactly it was, but she stated it was in the 100s. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.